Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the insulin gauge remained static at 90 units of insulin. Troubleshooting with tandem technical support could not be performed for the fill estimate issue as the customer had already discarded the supplies prior to the call. In addition, the customer's blood glucose level was over 500 (mg/dl) with moderate ketones. The customer stated the cause of the elevated bg level was unknown. The customer changed out supplies a delivered a bolus to address bg level. Reportedly, the customer's bg level returned to target.

Manufacturer narrative:
Corrected data for follow-up #1 manufacturer report number 3007981285-2017-37048.